Manufacturer narrative:
Vascutek has not received any information on device other than cat no. Vascutek is trying to retrieve further information regarding device i.e. Serial, lot and batch no.

Event description:
Vascutek was notified of an event which occurred in (B)(6); the event was described as follows: graft ruptured 9 years post implant, re-operation was performed to replace the ruptured graft with a new one.